Manufacturer narrative:
The insulin pump had no response on the up and down arrow buttons due to corroded keypad traces. Analysis found no unexpected number ramping, scroll bar moving with no input, or unexpected back light anomalies. The insulin pump had a cracked case at the lower left and lower right display window corners and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.